Event description:
A customer reported to baxter (B)(4) regarding a non-vented spike with clearlink in which a leak was observed at the luer connection due to physical damage at the luer. The spike was inserted in a bag containing an unknown chemotherapy agent. The reported condition occurred before use. There was no patient involved and there was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number

Manufacturer narrative:
(B)(4). Actual defective sample is not available. Only picture is available for evaluation. Additional information: actual sample was not available for evaluation. Picture was available for evaluation. The reported condition of a non-vented spike with clearlink in which a leak was observed at the luer connection due to physical damage at the luer was confirmed during visual inspection, but the assignable cause of the reported condition is not identified. The assembler of this device was notified to follow the correct method of assembly to remediate such effects. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.